Event description:
Electrodes were put on cart on 10/31/95. When applied to pt the EKG was unreadable. Other electrodes were applied to the same pts to see if it was the electrodes or the EKG machine. It was proven to be the electrodes.